Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.

Event description:
It was reported by a school teacher that her student's freestyle power chair uncontrollably flew across the room. The teacher claims that she tried to shut the chair off while it was in motion and the chair plowed into her, causing her to be thrown against the wall. The teacher allegedly suffered injury to her neck and rotator cuff. This incident is being handled by sunrise medical legal department.